Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box lot # 73a1900452 was manufactured on 01/15/2019 a total of (B)(4) pieces. Lot was released on 01/29/2019. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528135 visistat 35r 6/box lot# 73f1900325the staplers were functionally inspected (fired) and issue reported "staples not closing" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-029 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that the staples did not close when we wanted to close the wound. 2 incidents have been reported. We had to change the method of closing skin, the time of the anesthesia had to be extended. It had consequences in the organization of the surgery room.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples did not close when we wanted to close the wound. 2 incidents have been reported. We had to change the method of closing skin, the time of the anesthesia had to be extended. It had consequences in the organization of the surgery room.